Manufacturer narrative:
The customer observed repeatedly (B)(6) and confirmed (B)(6) results for 5 patient samples using architect hbsag qualitative ii, 2g22-30, lot 67028fn00 and architect hbsag qualitative confirmatory, 2g23-25, lot 66040fn00. A review of tickets determined that there is no unusual activity for the lots and no trends for the issue for the products. A review of customer field data shows that the number of sds to cut-off for lot 67028fn00 falls within 1sd of the established historical baseline. In addition, a review of customer median patient results for the last 12 months for negative samples indicated an overall median result across all reagent lots of (B)(6). Therefore, the lot is performing acceptably in the field. Specificity testing was performed with a retained kit of lot 66040fn00 and all specifications were met indicating that the lot is performing acceptably. A review of labeling concluded that the issue is sufficiently addressed in the labeling. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A malfunction of architect hbsag qualitative ii, 2g22-30, lot 67028fn00 and architect hbsag qualitative confirmatory, 2g23-25, lot 66040fn00 was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has similar products distributed in the us, list number 4p53 and 1l80. (B)(6).

Event description:
The customer reported (B)(6) architect hbsag results on five patients. The results provided were: (B)(6). The customer pulled the original samples from freezer, retested, and all original samples were (B)(6). There was no reported impact to patient management. There was no additional patient information provided.